Event description:
It was reported that the customer experienced an elevated blood glucose (bg) that resulted in a bg level of 522-523 mg/dl and ketones. Cause was not known. The customer administered a correction bolus via the pump and was given a saline drip of potassium and insulin at the hospital. The health care provider did not identify ketone levels as life threatening. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.